Event description:
It was reported that the ventilator shut off 2 times while on a patient and did not alarm either time. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The device diagnostic logs were reviewed and found error code indicating data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) reference failed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer (rse) advised the customer that the unit may have a faulty data acquisition (da), power management (pm), or central processing unit (cpu) pcba. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
H10: the customer biomed engineer (bme) confirmed the resolution for the previously reported issue of the v60 shut down while in clinical use was implemented through field change order (fco) activity. The power management (pm) printed circuit board assembly (pcba) was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.